Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and calcified coronary artery. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent was buckled when advanced due to vessel calcification and tortuosity. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.